Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable, as the lens remains implanted. It was indicated that the device remains implanted and not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 17.5 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. Post-operatively, the lens rotated 12 degrees. The patient still has more residual cylinder than anticipated along with a myopic outcome. The patient is wearing glasses and is not happy about it. Reportedly, the patient doesn't wish to do another surgery at this time. The patient's pre-operative refraction was -2.50 x 1.50 x 168 degrees and post-operative refraction was -1.00 x 1.00 x 015 degrees, including an uncorrected visual acuity (ucva) of 20/30 and a best corrected visual acuity (bcva) of 20/20. No additional information was provided.